Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received result of 13.8 mmol/l on the aviva system and result of 6.1 mmol/l on a professional method within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.